Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was returned with the tubing being cut off. There is no potential for fragments because the tubing cut was on the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator (si) was broken off. The customer used a backup si instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.